Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. On this date, subject was implanted with one biomimics 3d stent in the sfa distal third to proximal popliteal in the left leg. On (B)(6) 2021 the site reported a restenosis of treated segment (target lesion) with a date of onset as (B)(6) 2021, requiring a target lesion revascularisation (tlr) that included cutting balloon, drug coated balloon, laser atherectomy, thrombectomy and thrombolysis. The tlr intervention also took place on (B)(6) 2021. At the time, there were no procedure or device relationship details provided. The site provided additional information, reporting that the event was "not related" to the device and "not related" to the procedure but due to "pre-existing condition". Following veryan's review of the event, a possible relationship to the event was identified, based on the information provided from the clinical site. The event is resolved and the subject has recovered. The device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to additional surgical intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.